Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported dark/no image issue could not be determined, however, it is likely that the issue was the result of a damaged/disconnected charged-coupled device unit due to repetitive use stress, external factors, user handling/mishandling, and or a component malfunction on the circuit. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex deflectable videoscope's screen became dark when in use. This was found during an unspecified therapeutic procedure. The procedure was completed with no delay, using another device. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The bending section could not be fixed firmly due to damage on the forceps elevator lever, and there were scratches on the bending section cover, the control unit, the grip, the upward/downward plate, the right/left plate, the forceps elevator lever, the light guide connector, the light guide cover glass, the right/left lever, the video connector case, and the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.